Manufacturer narrative:
Correction b5: the issue was observed on two (B)(4) units (previously reported as one) as the customer stated ¿ IV was started twice with new extension set¿. H4: the lot was manufactured from (B)(6)2020 - (B)(6) 2020. H10: the actual devices were not available and therefore could not be evaluated; however, one (1) companion sample was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: this was previously reported that while drawing blood using a one-link non-dehp standard bore catheter extension set, clotting was observed. Upon further review of the information provided, there was no clotting of blood using a one-link non-dehp standard bore catheter extension set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while drawing blood using a one-link non-dehp standard bore catheter extension set, clotting was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.